Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was not holding charge. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at 08:00am. The patient did not specify what diabetes medications, if any, she takes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that ¿2 days¿ after the issue occurred she developed a symptom of ¿blurred vision¿ however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time the product had been used and there was no apparent misuse of the device. The issue was recurring and the battery did not appear to require recharging based on usage. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.